Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump had received a power error detected alarm. The customer¿s blood glucose was 500 mg/dl. Troubleshooting steps were provided for power error detected alarm. Advised pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Pump trace download analysis confirmed the pump alarmed power error 25 alarm. The power management tool confirmed power error 25 alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Unit was received with partial detached reservoir tube retainer, scratched case and minor scratched lcd window.